Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the rv lead was explanted due to high capture threshold. The patient was doing well after the procedure.